Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed repeatedly at the station. A field service engineer replaced the latch micro switches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The serial number, UDI and manufacture date details were kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the remote manager failed repeatedly while the user was attempting to issue medication to a patient. This incident did not cause any delays to patient care, since the user was able to recover the device. There were no adverse events or injuries reported based on this event.